Event description:
It was reported that the patient had the artificial urinary sphincter 5.0 cm cuff component removed and downsized due to urine leakage. A new artificial urinary sphincter 4.0 cm cuff was implanted. The event resolved. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the 5 cm cuff of the patient couldn't fully put pressure on urethra causing the recurring incontinence.

Manufacturer narrative:
Device analysis: urinary incontinence was reported. The ams800 occlusive cuff was visually inspected and functionally tested. No leak was found. It performed within specifications. The allegation was not confirmed as the cuff performed within specifications, the most probable cause for this complaint was considered no problem detected. This complaint investigation conclusion code is utilized when the device complaint or problem cannot be confirmed. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the patient had the artificial urinary sphincter 5.0 cm cuff component removed and downsized due to urine leakage. A new artificial urinary sphincter 4.0 cm cuff was implanted. The event resolved. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the 5cm cuff of the patient couldn't fully put pressure on urethra causing the recurring incontinence.